Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation from the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.